Event description:
Report received of a mosaic valve abandoned at implant when the echo showed mitral regurgitation. The mosaic was implanted with a stent post oriented toward the lvot and regurgitation was observed at a commissure oriented to anterior leaflet of the mitral valve. The valve was removed and replaced.

Manufacturer narrative:
H6: eval method: device history reviewed. Results: device history review found the product met specifications when released for distribution. Conclusion: testing is not complete; at this time, the cause of event cannot be determined. H3: analysis: although the valve has been received, the analysis is not complete. When the further testing is completed the results will be reported as a medwatch follow-up. Conclusion: at this time, the testing is not completed and no cause can be determined for the event.